Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider and consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was turning on by itself. The manufacturer's representative (rep) reported patient had device implanted for chest wall pain. It was reported the patient indicated he was driving under a high power voltage line from a power line, reported he had driven that route multiple times in the past. It was reported the stimulation was off and when he was driving under the power line, he felt an overstimulation. It was reported the patient did not have his controller with him at the time. When the patient got home, he checked his controller and it indicated the stimulation was turned off. The rep indicated the diary usage indicated the stimulation is turned off. Rep reported impedance looked good. A second event was reported on (B)(6) 2019. It was reported that the patient indicated while he was walking across his neighbor's house, he felt his stimulator stronger than usual. Patient reported this was around 10-11am. The patient did not have his controller with him at the time, he did not remember which group he was using. The rep indicated the patient was using group b the most, 94.25% usage. The following were reported, group a, walking a1: 8. 2ma and a2: 8.8ma. It was reported that when the patient got home, he checked his stimulation with his patient programmer, and stimulation was turned off. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). It was reported that since (B)(6) 2019, the patient had noticed the stimulation had increased. The patient had written some diary on these occurrences. On (B)(6), the patient indicated that while his wife was driving and he was in the passenger seat, the stimulation was turned on, the patient noticed the stimulation jumped up, and the patient felt the sensation in the chest area had increased. The patient checked the controller and it went up to 8.8ma. The patient was sitting upright, not reclining, the upright position was set at 1.0ma, and it was unknown which group they were using. The rep said no position was set at 8.8ma. The patient said the controller confirmed they were in a upright position. The patient said there were high voltage power lines down this highway and they had driven down this highway multiple times. The patient said that before (B)(6) 2019, there was no diary, but they had driven down this highway, this had happened twice and once was 10 miles from this location. The patient said that when they were 10 miles from this location, the stimulation was turned off and he was driving. On (B)(6), the patient reported they were on group a, b, c program1. They had the stimulation set at 1.0ma, and the stimulation jumped up to: group a1: 1.6ma, group b1: 2.3ma and group c1: 3.1ma. The patient indicated they were in upright position for all these increases. The patient said that on a regular bases they were on group a, b, c, program 1 set at 1.0ma and group a,b,c program 2: 0.0ma. The rep said the patient's adaptive stimulation (as) was turned on. The rep reviewed that no groups or programs were set to 8.8ma. The programs were: 1.6ma: group a program 1 is set to upright and reclining 2.3ma: group b program 1 is set to upright 3.1ma: group b program 1 is set to laying right the rep said the patient had not lost any weight, the ins felt tight and was implanted above belt line. The patient indicated sometimes they wear a belt, but not normally, and not to their knowledge that they were wearing a belt on the dates reported of increased stimulation. The rep said the impedances were within normal limits. The rep said they turned the as off and it was recommended that the patient keep a diary with the as off. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Impedances were within normal limits. The consumer looked at their controller and noticed it was on a # 49. A1 and a2 were set to 1.0 without adaptive stimulation (as) on. They turned a1 and a2 to 1.6 which is where they would feel the stimulation if it came back on (B)(6) 2019. They noticed a1 went from 1.6 to 2.0 and a2 went from 1.6 to 2.4. The code on the bottom of the screen was 20. This happened without the consumer changing intensity on their own. On (B)(6) 2019, it could not find their device and the code screen was 16. Usage reports show the implantable neurostimulator (ins) had been turned off since (B)(6) 2019. The patient felt slight stimulation on (B)(6) 2019 and found stimulation on according to the controller. It was also reported that stimulation was turning on while they were driving. The stimulation settings changes when in the car and around high power electric lines. If they went under transmission or power lines it could turn on. This was reported to occur about 10% of the time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins came on again while the patient was driving, so they drained the battery down completely and the patient is not using it at all. The patient noted that they have had five surgeries so far. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the cause was not determined. Reported that stim has been off and they were collecting data reports which showed nothing. Patient is considering removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient stopped using the ins. Issue has not been resolved.

Event description:
Per manufacturer review of the device data regarding the event of march 7, stimulation increasing while driving under power line. Stimulation was turned off on march 5 (19:47) and wasn¿t turned back on until march 8, so stimulation would have been off during this event. If they received some type of current induction event, this would not be represented anywhere in the data. Regarding the event of march 9. Stimulation was turned off a while before this event occurred. Regarding event of march 6, the stimulation was shut off on march 5 and there were no changes made to therapy until march 8. It was noted that the patient made a lot of changes this his therapy throughout the day on march 8, turning stimulation on and off, activated different groups, etc. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.